Manufacturer narrative:
Retainer ring=missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, dog chew marks and torn display window cover. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.